Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the battery drawer for the external pulse generator (epg) was broken. Technical support (ts) provided the part number and the caller was transferred to customer service. No patient complications were reported as a result of this event.